Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and the lens was explanted on (B)(6) 2014 due to elevated iop associated with excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
A lens work order search was performed and there were no similar complaints found . The lens was not returned for evaluation. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
Result: the lens was returned in liquid and no visible damage was observed. (B)(4).